Event description:
Diagnosis of recurrence of lung cancer following radiation treatment. Malignant neoplasm of bronchus and lung; history of tracheal carcinoma interpretation: tracheal nodule, biopsy: invasive carcinoma, morphologically consistent with previously diagnosed low grade mucoepidermoid carcinoma. FDA safety report ID # (B)(4).